Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following: (1) complaint description (quatation from the customer/reporter): "after startup device gives 231007 (o2 controller flow high) and 231008 (o2 valve leak) technical event. Can hear that hpo o2 is leaking somewhere. From service menu - sensor data - flow sensor qo2 is showing ~17l/min even when flow is set to 0." (2) health impact: no patient involved.

Manufacturer narrative:
Corrected data: added missed 510k number: k201658.

Manufacturer narrative:
Additional information: hamilton medical comes to the following conclusion: the event happened during startup of the ventilator, where the user observed technical events (te) 231007 (tagd_o2controllerflowhigh) and te 231008 (tagd_o2valveleak) without patient involvement. Additionally, the user reported an audible o2 leak and a failed self-test, with sensor data showing an unexpected qo2 flow of ~17 l/min despite the flow being set to zero.logfile analysis showed that no ambient mode was triggered, and the events were isolated to the o2 mixer block, which showed deviation during calibration. The root cause was a defective control valve within the mixer assembly. The o2 mixer block was replaced resolving the issue. No patient was harmed, and the ventilator was restored to full function and returned to clinical use. Correction: updated imdrf coding in section h6.